Event description:
Review of two still angiogram images revealed that an endurant stent graft system was implanted into a patient. The ipsilateral limb and extension were positioned into the right external iliac artery; the right internal iliac had been coiled. The contra limb and extension were placed down into the left common iliac; however, there was stent graft separation seen between the contra limb and the contra extension with a visible type iii junctional endoleak. At the separation, the limbs were angulated approximately 30 degree to each other. The next image shows that an endurant limb had been placed across the separation resolving the endoleak. Both limbs were patent and no other stent graft issues were seen. The cause of the stent graft separation leading to the type iii junctional endoleak is unknown. Earlier post-implant images were not provided. The stent graft in-vivo configuration and the amount of stent graft overlap at implant is unknown. It is possible that aneurysm morphology changes may have contributed.

Event description:
An endurant stent graft system was implanted into the patient for the endovascular treatment of an abdominal aorta aneurysm. Vessel morphology at the time of implant is unknown. The patient arrived emergently. The CT revealed that the patient had an endurant stent graft system implanted, with a type iii endoleak, separation between the contralateral 16x28 iliac limb and the 28x28x82 extension iliac limb. The physician implanted an endurant 16x18x124 iliac limb stent graft re-lining existing stent grafts at contra gate to contra limb overlap. The type iii endoleak, separation was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information it was reported that CT showed a type iii separation endoleak on the left side on an unknown date and angiogram confirmed the endoleak. The (B)(4) appeared to have separated from the distal extension. Intervention was performed with the addition of an endurant extension to bridge the separation and the endoleak was not observed again. The cause of the event is related to anatomy as per the physician due to the tortuosity of the left iliac. No additional clinical sequelae were reported and the patient is fine. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).